Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break was confirmed and the root cause was determined to be use related. The product returned for evaluation was one 4fr sl groshong catheter. A gross visual inspection of the returned catheter found that the catheter tubing had fully fractured between the 37cm and 38 cm depth markers. Microscopic inspection of the fracture site found a granular fracture surface with a noticeable change in topographic height in certain areas, both features associated with tensile stress. The two-piece connector was disassembled for further inspection. A portion of catheter tubing was found inside the distal connector, indicating that the tubing was being held by the compression sleeve and had not fully detached from the connector. The distal connector piece was longitudinally bisected. Further inspection found that the compression sleeve had been adequately advanced and that the tubing inside the distal connector had fractured at the distal end of the compression sleeve. The lack of access to the location of the break (inside the connector) and observed tensile failure features suggested that the catheter tubing may have fractured due to a strong pull on the catheter during use. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the oncology department discovered a completely fractured catheter during an IV infusion for a patient. The catheter was urgently removed without complications. After removal, a new catheter was reinserted following consultation. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.